Manufacturer narrative:
Associated reports: 9610612-2018-00599, 9610612-2018-00600. Investigation: the available components were examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. This case was discussed with a specialist from the marketing and development department. The tension screw is broken at the thread. The broken piece is still fixed in the femur extension nut. The breakage surface of both pieces (proximal part and distal part) exhibit no material defects like foreign particles, inclusions, or blow holes. The locking nut is seriously damaged. We assume that this happened during the explanation procedure with the mentioned tungsten tool, because a loosening of the locking nut was not possible. The femur component was implanted with wedges on both sides to correct the bone defects of the patient. Especially on the medial side of the femur component, the bone defects were compensated with large quantities of bone cement. There are clearly visible imprints on the top of the femur box as well as on the corresponding under side of the extension stem. The bearing for rotation axis is divided into two pieces, probably during the explanation process. The meniscal component shows visible scratches on the gliding surface. We assume that this results from bone cement residues which get between the gliding surface and the femoral component. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot numbers are unknown. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is probably patient/usage related.

Event description:
Consultation on (B)(6)2018where the patient presented with complaints of right knee pain since june 2016. She felt at that moment a brutal function deterioration with a senstion of cracking. She has debilitating pain that forces her to move with the aide of two canes. Her knee is imbedded; the articual amplitudes are limited in flexion. The radiographic assessments shows a rupture of the prosthetic extension keel. Revision surgery was scheduled for (B)(6)2018.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: pictures were provided. When we receive the explanted devices, we will make an investigation in consultation with specialists from the development and marketing department. Investigation - no product at hand. This case was discussed with a specialist from the marketing department. According to the available figures, we assume that the tension screw is broken at the thread; and it could be seen that the locking nut was seriously damaged. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot numbers are unknown. Conclusion (impactor)- it is not possible to determine a definitive root cause of the failure of the locking not being able to be unscrewed from the impactor. It could be possible that this failure is usage related. Rationale - no product was returned for investigation, so it is not possible to determine a root cause for the mentioned failure. It could be possible that the locking nut has been tightened too much. Furthermore, it could be possible that the screw was tightened in a tilted position so that the thread was damaged and unscrewing was no longer possible. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a securing nut was difficult to unscrew during revision surgery. The initial surgery was in (B)(6) 2013 where an enduro knee system had been implanted. The revision was planned due to a broken femoral stem, which had occurred in (B)(6) 2018. The revision occurred on (B)(6) 2018, and the plan had been to remove and replace the femoral stem only. When the locking nut of the femoral component was attempted to be loosened, there was difficulty and it was not immediately successful. It was first attempted by using the instrument enduro holder/impactor for the locking nut and a torque wrench. Then the surgeon tried a clamp to enable the holder/impactor without result. He next tried to "destroy" the locking nut with a tungsten drill. To do this, the meniscal component was cut using a saw and chisel and access to the mechanism was gained. The interfacing bone was prepared and hammer and punch were used until the femoral component was ejected along with the axis. The damaged locking nut was ejected as part of the femoral piece. The surgery was continued as originally planned by removing the femoral stem, which was also difficult; and reconstructing the femur with small metaphyseal 35 and diaphyseal 30. There was implantation of the same size femoral component along with a stem and addition of 2-8x8 spacers. A new meniscal component with new axis was implanted; finally, the new femoral component was tightened through the locking nut with the above mentioned holder/impactor. It was felt that perhaps the months that the femoral stem had been broken and placed stress on the femoral component from (B)(6) to (B)(6) resulted in jamming of the nut and influenced the difficulty in removal. It was reported that there had been a surgical delay of greater than 15 minutes due to the difficulty in loosening the original nut. It was later noted that the threads on the tension screw (holder/impactor) were damaged/broken. This report addresses the holder/impactor for the locking nut. Associated medwatches: 9610612-2018-00599 ; 9610612-2018-00600;.